Event description:
A clinical sales mgr was notified that the dialysis unit was unable to cannulate the valve of a lifesite pt. Customer indicated the needle would not lock into the valve. The valve was explanted and a new valve was implanted.